Event description:
It was reported that during stenosis in the left middle carotid artery (mca) procedure, the operator established access using a long sheath. Next, the operator used the subject guidewire along with the balloon guide catheter to past the stenotic lesion. During this process, the guidewire inadvertently perforated the vessel, and extravasation of contrast agent was observed under angiography. Following the incident, balloon inflation was used to apply pressure at the site of injury, and subsequent angiography showed no further contrast agent extravasation. The interventional procedure was then terminated, and the patient was transferred to the intensive care unit (ICU). Currently, the patient remains in a coma.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the subject guidewire inadvertently perforated the vessel, causing the extravasation of contrast agent. A balloon inflation was used to apply pressure at the site of injury and subsequent angiography showed no further contrast agent extravasation. The interventional procedure was then terminated, and the patient was transferred to the intensive care unit (ICU). Currently, the patient remains in a coma. Additional information did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The tortuosity of the patient's anatomy was moderately tortuous which may have contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to the reported events: ¿patient vessel perforation' and ¿patient complications'.

Event description:
It was reported that during stenosis in the left middle carotid artery (mca) procedure, the operator established access using a long sheath. Next, the operator used the subject guidewire along with the balloon guide catheter to past the stenotic lesion. During this process, the guidewire inadvertently perforated the vessel, and extravasation of contrast agent was observed under angiography. Following the incident, balloon inflation was used to apply pressure at the site of injury, and subsequent angiography showed no further contrast agent extravasation. The interventional procedure was then terminated, and the patient was transferred to the intensive care unit (ICU). Currently, the patient remains in a coma.